Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 10:35:32. During night drain cycle 12, the patient's ultrafiltration reading was 1340ml, indicating the home patient (hp) drained 1340ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(6) 2011 at 10:35:32. Review of the event log revealed that the cycle 12 drain was completed on (B)(6) 2011 at 11:00 and that the user's actual drain volume during cycle 12 was 2458 ml. The user had a partial fill of 1123 ml, and the actual drain volume of 2458 ml is 123% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.